Event description:
The customer returned the product for a cracked top interior of battery door (by the spring) and the power button not working/powering on device consistently when pressed. During physical inspection it was found that the downstream occlusion (dso) seal was delaminated and upstream occlusion iuso) seal was separating. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and separating uso seal. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer reported issue was duplicated. The device had a delaminated downstream occlusion (dso) seal and separating upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and separating uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, uso seal, updated software, reset the unit to standard configuration, and performed dso/uso calibration. The pump passed all functional tests and performed as intended after repair.